Manufacturer narrative:
(B)(4). The affected product has been rec'd and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
Customer reported that in the cvpacu, during an infusion of lactated ringers, the tubing came apart at the top of the blue piece that goes into the pump. No pt harm or medical intervention occurred. Customer stated that no further pt/event info is available.